Event description:
It is reported that patient is experiencing an increase in seizures and has been referred for a battery change. No surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received indicating that the patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Investigation conclusions; corrected data; supplemental MDR inadvertently omitted new investigation conclusion coding.

Event description:
Supplemental MDR 01 omitted correct h6 investigation conclusion as event was confirmed invalid. No other relevant information has been received to date.

Event description:
Further information was received indicating that np reports that seizure activity was not an increase, and confirmed that vns was functioning properly. No other relevant information has been received to date.